Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 11-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 500 mcg/ml at 25 mcg/day and bupivacaine 1.2 mg/day at 0.06 mg/day via an implantable pump. It was reported that the patient stated that she had not gotten any relief from the pump since it was implanted by another physician approximately two years ago. She also stated that she never got any relief using her personal therapy manager (ptm) device. She also reports that they tried dose increases and medication rotation and she still did not notice any difference in her pain. Patient stated that she became frustrated with her previously managing physician so she sought out a new physician, which led her to another hcp. She reported that at one of her clinic visits with the hcp, he performed a catheter access study and found the catheter to be non-patent. Patient was taken to the operating room (or) today for planned catheter revision. The physician began by draining the pump of the residual volume, which confirmed that there was no discrepancies in the expected versus actual residual volume. He then proceeded to open up the midline lumbar incision and dissected down to the existing anchor and spinal segment. He cut the catheter below the anchor and noted freely dripping cerebrospinal fluid (csf) from the spinal segment. At this point, he proceeded to open up the pump pocket and dissected down to the existing pump and proximal segment. He removed the existing proximal segment and an additional 28 cm (19.5 cm was removed previously) from the existing spinal segment. He was given an 8784 proximal revision kit, which he tunneled from the existing pump pocket to the midline lumbar incision and used a collet to connect to the previously existing spinal segment. He then connected the new proximal segment to the existing pump and performed a catheter aspiration with positive return of csf before and after placing the pump back within the existing pump pocket. Incisions were then irrigated and closed. The drug was re-concentrated per physician order and the dosing was reduced in order to prevent any symptoms of overdose/toxicity when resuming the infusion. Current dosing was as above. Previous concentrations were dilaudid 6 mg/ml and bupivacaine 15 mg/ml. Previous simple rate was dil audid 0.0378 mg/day and bupivacaine 0.095 mg/day as pump had previously been set to minimum rate. New two-piece catheter. Implanted length 112.6 cm; volume 0.248 ml. Spinal segment was 38.9 cm and pump segment was 73.7 cm. The issue was resolved at the time of this report.